Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address acetabular loosening. Update: (B)(6) 2010 - litigation papers allege the pt has suffered severe pain, crunching or popping noises in their hip region, difficulty standing or walking, hip fractures or dislocations, fatigue, tissue inflammation, infection, necrosis and metallosis.